Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Cloud - locked down/smartphone: data not available. Cloud - omnipod 5 software app version: data not available. Cloud - smartphone operating system: data not available. Cloud - smartphone hardware: data not available. Cloud - cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
According to the reporter, a mechanism problem/cannula insertion issue occurred, indicating a needle mechanism failure. The patient's blood glucose level rose from 175 mg/dl prior to the incident to 290 mg/dl subsequent. Medical assistance was not required. No treatment information was reported.